Manufacturer narrative:
Integra has completed their internal investigation (B)(6) 2016. The product was not returned for evaluation. No non-conformance reports were raised during the manufacturing process for this cable. The customer complaints review completed in trackwise® identified no other complaints have been received to date for these serial numbers. The complaint incident was initiated for monitor cable therefore there is no service history to be reviewed. A minimum of 12 month review of camcabl cable customer complaints was completed using the following key words ¿cable to monitor connection failure¿ & ¿cable to catheter connection failure¿ and a root cause ¿product not returned¿ in search criteria. This review encompassed from dates (B)(6) 2014 to (B)(6) 2016. A total of 23 complaints were reviewed of which 12 complaints contained the search criteria. The analysis of the complaint investigations and root cause reports has concluded this complaint is the 3rd identified complaint for the reported failure associated with camcabl cable that has not been returned for evaluation. Since the product was not returned for failure analysis investigation no root cause can be determined. Customer complaint was not confirmed.

Event description:
The physician placed an intracranial pressure (icp) catheter via the cam02 monitor. This was the first time the monitor had been used at this hospital. The physician was able to zero the catheter prior to placement. Shortly after the catheter was placed into the patient, the icp "shot to 350". The icp number was all over the place per the physician. He said the number was affected by the slightest of movement of the camino cable that is connected to the camino catheter. There was no patient injury. Revision/medical intervention was required. Additional information has been requested.

Manufacturer narrative:
Additional information received from the customer on 22mar2016: a (B)(6) year old female patient was admitted for seizures, anemia, (B)(6) , and etoh withdrawal. The patient fell while in the hospital, requiring a craniotomy on (B)(6) 2015. The date of the incident with the device was also on (B)(6) 2015. The connection of the cable and catheter was secure. There was no delay in treatment. The physician obtained another cable from a different hospital. Patient outcome was reported as discharged to rehab.

Manufacturer narrative:
Integra has completed their internal investigation on (B)(6) 2016. The investigation included: evaluation of actual device review of device history records. Review of complaint history. Evaluation of device: during investigation the camcabl cable failed functional test to it 0341. There was no continuity observed; an open circuit was found in pins 4, 14 and 20 due to a breakdown in cable connection. Since the cable wires are encapsulated in a potting compound, the root cause of the complaint incident was concluded to be possibly due to poor soldering. No non-conformance reports were raised during the manufacturing process for this cable. The DHR review has been deemed satisfactory. A minimum of 12 month review of camcabl monitor customer complaints was completed using the following key words ¿cable to monitor connection failure¿ and a root cause ¿soldering issue¿ in search criteria. This review encompassed from dates (B)(6) 2014 to (B)(6) 2016. A total of 25 complaints were reviewed of which 4 complaints contained the search criteria. The analysis of the complaint investigations and root cause reports has concluded this complaint is the 2nd identified complaint for the reported failure associated with camcabl cable due to soldering issue. No trend has been identified. The failure analysis investigation has concluded the cause of the complaint incident was due to an open circuit found in pins 4, 14 and 20 due to a breakdown in cable connection which was concluded to be possibly due to poor soldering, thus soldering issue.